Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was 512 (mg/dl) and received an insulin drip for treatment. The customer alleged that the pump delivered 10 units from a requested bolus of 20 units. Although requested, the customer declined tandem technical support's offer to troubleshoot and ended the call.